Event description:
It was reported there was ECG (electrocardiogram) noise. The programmer was returned for repair. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) loose ECG (electrocardiogram) connector. (B)(4) rf (radio frequency) head uplink tested out of specification due to the rf head cable.